Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that there was solution only in the heater bag. The alarm log was reviewed. The power was cycled. A system error 2367 occurred. The home patient (hp) would complete therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up report will be filed if any additional relevant information becomes available.